Manufacturer narrative:
The report of the thermogard console (sn (B)(6)) being unable to power on was confirmed during functional testing. The root cause of the reported complaint was the defective power supply, most likely attributed to the aging of the device. The thermogard console was manufactured in june 2012 and is almost 11 years old, well beyond its expected service life of 5 years. Upon visual inspection, observed a worn-out coldwell cap gasket and white rollers, and the pan drip and plug round cap on the base are missing. The observed issues are unrelated to the reported complaint. The probable cause could be due to the normal wear and tear or could be due to mishandling, as no preventive maintenance (pm) was performed on the console for the last 5 years. The damaged and missing parts were replaced to address the observed issues. Initially, the event logs could not be downloaded and reviewed due to no power in the returned thermogard console. When the system was connected to a known good external power supply, the thermogard console powered on and the event logs were able to be downloaded. A review of the event logs revealed a mid:16 (software) error message, unrelated to the reported complaint. The possible root cause of the mid:16 error could be due to an unusual shutdown of the system at the customer location. The thermogard console failed the initial functional testing due to no power, thus confirming the reported complaint. The power supply was replaced to address the issue. Following the service, the thermogard console passed all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(6).

Event description:
During the biomed inspection, it was discovered that the power input module of the thermogard console (sn (b(6)) had faulty ground. To resolve this issue, biomed replaced the rear ac bracket. However, the system is still without power. No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the biomed inspection, it was discovered that the power input module of the thermogard console sn(B)(4) had faulty ground. To resolve this issue, biomed replaced the rear ac bracket. However, the system is still without power. No patient involvement.